Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range shock impedance measurements higher than 200ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the data. This ICD remains in service. No adverse patient effects were reported.